Event description:
The following complaint was reported: 0.5-1cm x 2 cm x 0.2cm deep anal erosion noted (B)(6) 2013. Wound ostomy continence nurse consulted at that time. Insertion date unk but was (B)(6) 2013 or after. Amount of fluid instilled into balloon unk. No contraindications for insertion. No untoward effects noted from issue. Fms was not removed due to neurologic instability and continued diarrhea.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. No additional pt/event details have been provided to date. The lot number was not provided. Therefore, we are unable to determine the specific third party manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for eval is not expected. Should additional info become available a follow-up report will be submitted. Reported to the FDA on (B)(4) 2014. Note: the actual date of event is unk, so the date used was the date convatec became aware.